Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the shunt was not released from the delivery system which left the incision wider with the blood flowing into the anterior chamber. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.4., h.6., and h.10. Corrected information provided in d.3. The sample was received for investigation: the sample was returned in an open secondary package. The box included labels, instructions for use (IFU), pouch, delivery system (eds) and device, placed in the designated cradle. The device was assembled on the eds oriented in correct position in an unreleased state. The eds wire glue was mispositioned leaked to trigger section disabling the trigger functionality to release the device. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. No other complaints for the lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause identified as manufacturing related. The eds wire could not be triggered thus functionality to release the device could not be performed disabling the functionality for releasing the device. The complaint is confirmed. The manufacturer internal reference number is: (B)(4).